Manufacturer narrative:
(B)(4).

Event description:
The sensor was inserted into the abdomen on (B)(6) 2021. Data was evaluated and the allegation was confirmed. The probable cause was determined to be restart detection.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a new sensor message occurred. Data was evaluated and the allegation was confirmed. The probable cause was determine to be the probable cause was determined to be restart detection. In addition, an early sensor expiration was found in connection to the reported allegation. The reported event of a new sensor message is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.